Event description:
Customer's bg reached 420 mg/dl and realized afterwards that the "cannula was not in." When she looked in the viewing window it was "foggy" and when the pod was removed she could not see the cannula. The pod was discarded.

Manufacturer narrative:
Customer reported a cannula that possibly did not fire properly, indicating that the needle mechanism may not have functioned as designed. This would have directly resulted in rising bg levels. Since the pod was not returned for evaluation, however, no malfunction can be confirmed. The omnipod user's guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after two hours. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If bgs remain high after a total of 4 hours then replace the pod and contact an hcp for guidance. Product lot qualification records were reviewed and determined to have met all acceptance criteria.